Event description:
It was reported that the right atrial (ra) lead had oversensing and inhibition of pacing due to a possible fracture. It was also noted that noise was picked up on the atrial high rate episodes. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # (B)(4): the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed and the outer insulation of the lead developed a cosmetic depression while in vivo. Destructive analysis was performed and visual inspection of distal and proximal coils. Both coils fractured were observed. Concomitant products: (B)(4) implantable pacemaker ((B)(4)) implanted: 2007 (B)(6); 5076-52 implantable pacing lead ((B)(4)) implanted: 2007 (B)(6). (B)(4).